Event description:
It was reported the patient was in an ambulance and had to be cardioverted. Also, when the right ventricular (rv) lead threshold was checked it was "high" at 2.25 volts at 0.4 milliseconds. It was noted that the ventricular capture management trend indicated the threshold had been at 1 volt prior to the day the patient was cardioverted and the threshold was checked and found to have increased. It was also reported the bipolar impedance as 292 ohms and the unipolar impedance was 247 ohms. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.